Manufacturer narrative:
Devices were used for treatment, not diagnosis. (B)(6). This report is for nine unknown screws. The investigation could not be completed, no conclusion could be drawn as no device was returned and no part or lot numbers were provided. Placeholder.

Event description:
It was reported the patient received stainless steel implants, developed complications, and wanted to get the material composition of the implants to determine if the complications are due to an allergic reaction. The patient visited a dermatologist on (B)(6) 2013 and again on (B)(6) 2013 complaining of itching and pain at the surgical site, inability to make a fist with the right hand, headaches, hot and cold flashes, and wheezing. Patient was tested for allergies on (B)(6) 2013 and was found to be positive for an allergy to vanadium on (B)(6), 2013. Vanadium is not a component in synthes stainless steel implant products. The patient suffered a distal radius and ulnar fracture of the right wrist during an industrial accident on (B)(6) 2011. An open reduction and internal fixation of the distal radial fracture was performed on (B)(6) 2011. During the procedure, the patient was implanted with a synthes 9 hole 2.4 mm stainless steel t plate of unknown part, and lot number and nine unknown screws. The surgery was successfully completed. This report is for nine unknown screws. This report is 2 of 2 for complaint (B)(4).